Manufacturer narrative:
The patient had an allergic reaction at the site where she placed the transmitter. The sensor was inserted on (B)(6) 2025 and the symptoms began around (B)(6) 2025. The symptoms included redness, flaking and rash. The issue was not related to adhesive patches, tegaderm or steri-strips. The issue was also not related to the elastic band which the patient uses to secure the transmitter. The patient consulted hcp who prescribed topical corticosteroids (adventan). The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced skin irritation at the area where the transmitter is placed. The symptoms included redness and rash. The symptoms were first observed on (B)(6) 2025 and the insertion was inserted on (B)(6) 2025. The patient consulted hcp who prescribed topical corticosteroids (adventan).